Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert from their implantable cardioverter defibrillator (ICD). Interrogation showed their "idc" was in backup mode. The device was programmed back to normal settings. The patient was stable throughout.